Event description:
Related manufacturer report number: 2017865-2022-37590. It was reported that a patient presented to clinic for follow up. It was noted that the patient had dislodged the atrial and right ventricular (rv) leads due to twiddler's syndrome. On (B)(6) 2022, x-ray was performed and confirmed atrial and rv lead dislodgement. The physician elected to explant the atrial lead and to cap and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported event was lead dislodgement. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.